Event description:
Reporter's husband wore patch on back for 6 hours, from midnight to 6:00 am. When she removed his patch, skin was pulled off with right section of patch, middle screen was blistered and left section of patch pulled off small area of skin. Her husband is diabetic and she is concerned how the burns will heal. No medical intervention was sought and she did not describe any treatment for burns.